Event description:
It was reported that two weeks after implant, this right atrial (ra) lead dislodged, which was confirmed via device interrogation. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is not available for return.

Event description:
It was reported that two weeks after implant, this right atrial (ra) lead dislodged, which was confirmed via device interrogation. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is not available for return.

Manufacturer narrative:
Correction - updated fields: 1. Bsc aware date (tab report details): changed from 11/22/2021 to 11/20/2021. 2. Date of event (tab b): changed from (B)(6) 2021 to (B)(6) 2021.